Event description:
It was reported that a user observed the dexcom g7 sensor temporarily disconnected from the ilet while preparing breakfast, after which the sensor reconnected during the call and the user¿s fingerstick blood glucose was 151 mg/dl, indicating an intermittent communication failure between the ilet and cgm, with the antenna and electrical/magnetic components implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7, consistent with intermittent communication failure associated with the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.